Event description:
It was reported that a patient underwent a lap hysterectomy in (B)(6) 2023 and barbed suture was used. The suture gapped during follow up observation 2 weeks after surgery. Vaginal vault closure gapped. Surgeon suspects the suture lost tensile strength too soon. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.